Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that all buttons other than the audio bolus button intermittently activated pump functions when pressed. The audio bolus button functioned properly. Contamination was observed under all key contacts except the audio bolus button contact. Unrelated to the complaint an unidentified display failure was observed.

Event description:
The distributor reported that the contrast button was sticking and all the writing on the buttons wore off.